Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds, diminished sensing and oversensing of t-waves. The pace/sense portion and rv coil of the lead were capped and the superior vena cava (svc) coil remains in use. A new single coil lead for pacing and rv defibrillation was implanted. No patient complications have been reported as a result of this event.